Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that the surgeon fired the scb45 and when released, noticed that the cut line was beyond the staple line, leaving a hole in the rectum. The surgeon reloaded the device with a tr45b and refired. The same thing happened again. The case was completed using sutures. After a discussion with the surgeon, it was felt that the instrument had fired properly, but to much tension may have been placed on the rectum. This caused the cut line to rip beyond the staple line. Also, this is a first time user of the device.